Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cs300 intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm. The customer had the transduced inner lumen connected to the iabp and the arterial pressure (ap) indices were available to them. They had attempted unplugging and reconnecting the fo connector with no success in resolving the alarm. They were advised to unplug the fo connector to remove the alarm. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name: (B)(6). Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).